Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as it showed loss of capture (loc). No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as it showed loss of capture (loc). At this time the lead has been explanted and returned for analysis without additional allegations. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. A stylet insertion test failed due to blockage encountered at approx. 500 mm from the terminal end, likely due to body fluid. X ray showed no conductor concerns. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as it showed loss of capture (loc). At this time the lead has been explanted and returned for analysis without additional allegations. No additional adverse patient effects were reported.